Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/03/2020. As no sample was returned for evaluation, we are unable to investigate further to the issue.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot (B)(4) , and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an endoscopic myomectomy on (B)(6) 2019 and suture was used. During the procedure, the suture broke when drawing tightly after finishing sewing the uterine wound. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.